Event description:
Baxter received a complaint on a minicap transfer set with code (B)(4). Reportedly, no cracks in tenckhoff as tenckhoff opened the twist clamp crumbles. No patient injury reported. The patient is using peritoneal dialysis for 1 month. The transfer set was used for 1 month. One unit is available for evaluation. The defect was noted during patient use.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with iodine all over set, cap on dark blue connector attached and no cap on patient connector in reference to damaged. The set was visually inspected and noted that both of the occluder feet were broken. The complaint was confirmed in the lab for damaged due to broken occlude feet. The root cause was undetermined.